Event description:
It was reported that prior to a surgical procedure at the user facility the doctor was shocked by the device. During equipment testing at the manufacture facility, it was reported that bare wires were visible. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.